Event description:
A physician was approx 30 seconds into a procedure using a spine jet xl fusion device when the quick connect (connector assembly connecting hand tool to power console) failed to the crimp connector. This resulted in spraying of saline onto the physician and onto his glasses. The physician was concerned that the saline may have dripped off him and into the open wound of the pt. The pt was given a general antibiotic to prevent any infection that any possible dripping of saline could have caused. The physician re-gowned and completed the procedure with a new device.

Manufacturer narrative:
Eval of the unit that caused the described event found that the physical assembly of the bump tube in the crimp assembly was not properly positioned. This created a leak from the fitting once the unit was placed under pressure from the pumping fluid. The unit failed within 30 seconds of starting. A heightened aql was performed on 100% of the lot balance for the positioning defect and no defects were found. Also, as a preventative action, added inspection steps and a hose crimp reliability program was added to the overall quality process to mitigate and protect from any further failure. The defect itself caused a severity factor of serious (requiring professional intervention - administering an antibiotic). The probability of occurrence is remote for a hazardous situation. The likelihood of harm is rare and when using good clinical practice, generally the pt is given an antibiotic prior to the procedure. Overall risk acceptability is acceptable and no further mitigation for the risk is necessary.